Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading was 32 mg/dl. The customer was treated with glucose tablet and food for low blood glucose. Troubleshooting for the customer¿s low blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.